Manufacturer narrative:
The customer¿s report that the tubing broke ¿separated¿ off at the drip chamber and leaked was confirmed. Visual inspection observed that the pvc tubing was completely separated from the drip chamber blood filter top cap inlet port. Functional testing was not performed due to the separation at the component engagement; fluid was also leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the tubing separation was no solvent application at the engagement of the tubing.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tubing broke off at the drip chamber after the rn had just spiked bag of blood product for a blood transfusion to the patient. Rn had not opened the lower roller clamp when she noticed the drip chamber disconnect. Approximately 10mls of blood dripped out of the chamber before clamping the broken part of the tubing. No blood exposure to staff and/or patient." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that the in fusion set was not attached directly to the patient but was attached to saline primer (this was attached to the adult patient).there was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient was an adult.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tubing broke off at the drip chamber after the rn had just spiked bag of blood product for a blood transfusion to the patient. Rn had not opened the lower roller clamp when she noticed the drip chamber disconnect. Approximately 10mls of blood dripped out of the chamber before clamping the broken part of the tubing. No blood exposure to staff and/or patient". An incomplete date of event of (B)(6) 2018 was provided. The customer reported that the in fusion set was not attached directly to the patient but was attached to saline primer (this was attached to the adult patient). There was no patient harm.